Event description:
It is reported by user facility that following a laparoscopic procedure, pt was noted to have c02 gas edema of the neck, tongue and larynx. Patient was admitted to intensive care unit of hospital. No further information regarding the condition of the pt or circumstances surrounding the incident has been reported.